Manufacturer narrative:
H6: the reporter, a respiratory therapist (rt), advised ventec that she was able to resolve the reported issue of the device measuring lower peep (positive end expiratory pressure) than set by adjusting the device's settings. The rt did not, however, advise ventec which settings she adjusted to resolve the issue. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was patient involvement with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.